Manufacturer narrative:
Approximate age of device: 1 year, 3 months. The patient remains on lvad support with no issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. The patient presented with gi bleeding, and was hospitalized on (B)(6) 2018. The patient remains on lvad support with no issues reported. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was not returned for evaluation. A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas.0. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system, and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.